Manufacturer narrative:
User reported of a hyperglycemic event where she had to call medical services on the morning of 14 jun 2023 with sg 300 mg/dl and bg 480 mg/dl, while on vacation in india. Upon review of the glucose trend data, the customer complaint could not be confirmed as reported because there was a gap of glucose data between 4 june 2023 7:59 am - 14 june 2023 10:16 pm. A manual bg value of 457 mg/dl on 14 june 2023 at 11:27 am was identified.review of the alert history could not confirm any high glucose alerts at the time of the event because there were no sg values available.per case notes, the user received treatment at home after calling medical services, she was treated with an IV drip along her insulin intake. User wasn't prescribed medication. No further investigation was possible for this complaint as the user is currently not using the system. H3. Device evaluated by manufacturer? Yes. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6), 2023, senseonics was made aware of an adverse event where the user had to receive an IV drip at home from medical services due to a hyperglycemic event. The user reported to have received a hyperglycemic alert by the system, but upon review of dms data, the alert could not be confirmed.